Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was set to tachy mode other than monitor plus therapy. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.